Manufacturer narrative:
Additional information: concomitant med prod data, imdrf annex e,f grid correction: date of event, date due ,describe event or problem, omit: e2401 - insufficient information,f24 - insufficient information.

Event description:
It was reported that the device had displayed an error code 210.5020 message. Customer reported that pump started to alarm. Nurse entered the room and saw "channel error" on the IV pump. After disconnected and reconnected the pump worked for a while. Later the pumped alarmed and read "disconnected" then proceeded to read "xxxxxxx" across the banner. Pump was removed and replaced. There was patient involvement but no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had displayed an error code 210.5020 message. There was patient involvement but no patient harm.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Additional information: device available for eval?, returned to manufacturer on,device return to manuf .?, device eval by manufacturer?, imdrf a,b,c,d & g codes and manufacturer narrative(chr & DHR statement). Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had displayed an error code 210.5020 message. Customer reported that pump started to alarm. Nurse entered the room and saw "channel error" on the IV pump. After disconnected and reconnected the pump worked for a while. Later the pumped alarmed and read "disconnected" then proceeded to read "xxxxxxx" across the banner. Pump was removed and replaced. There was patient involvement but no patient harm.